Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient's wife did not report injury or medical intervention. The device has been received for evaluation. Also, the data log was provided by the patient. The data was reviewed on 10/27/2015 which confirmed the reported event of inaccurate bg values. In addition, the complaint device was also returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log was performed confirming the reported event of inaccurate bg values. However, a root cause could not be determined.